Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID: dtba1qq ICD, implanted: (B)(6) 2015. (B)(4).

Event description:
It was reported that the patient experienced a pneumothorax. The patient did not have any symptoms but was hospitalized over the weekend and the pneumothorax resolved itself with no intervention. It was noted that the patient is taking part in the world-wide randomized antibiotic envelope infection prevention trial. The left ventricular (lv) lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient was treated with high flow oxygen.